Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough ,dry mouth and throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 04/19/2023 for further evaluation. The device was evaluated on 06/14/2023. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination. The internal aspect of the device was inspected by the manufacturer and they observed unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Also, a potential tiny black hair, consistent with keratin at the air outlet of the blower box or fiber was at the input of the blower box and light dust-like contamination on top of the blower motor, indicating potential water ingress blower motor seal and on top of the blower box. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.